Event description:
Pt hospitalized for a few hours with low bgs. It was stated the they woke up in the middle of the night and had to give a bolus because of bgs were high which was stated to be unusual. The customer woke up early the next morning. The customer did not respond when asked about breakfast nor was there a response when the customer was spoken to. Bgs were taken and was shown to be very low. 911 was called and the customer was transported to the hospital. The doctor stated that the customer had a cold but did not think it is a factor for low bgs. There were several alarms on the alarm history.